Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4054 competitor implantable pacing lead (B)(6) 2008. 0185 competitor implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that while working with hooking up cable for satellite tv in wet conditions, the patient felt a shock and ¿fire¿ at the end of the fingers. A few months later, the patient was shocked again and was knocked off the patient¿s feet. The device has been beeping since that time. The patient was encouraged to contact their physician. Follow-up information was received from the clinic stating that the device alerted because the remote transmission monitor was not plugged in at the time the patient attempted to send a transmission. It has not been determined if the patient was shocked and whether the shocks were appropriate or inappropriate therapy, since the device memory has been completely cleared. The patient was not seen in the clinic at the time of the alleged event. The device remains in use. No further patient complications have been reported as a result of this event.